Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm and a crack on the insulin pump. Customer stated that she was sweating today and that there was a crack on the pump about a month ago. Customer's blood glucose was 175 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken battery tube threads, broken belt clip slot, cracked display window and stained end cap sticker.